Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced insufficient fastener retention or the fastener unexpectedly disengaged. There was no patient involvement.

Manufacturer narrative:
The final device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced insufficient fastener retention or the fastener unexpectedly disengaged. There was no patient involvement.

Manufacturer narrative:
The number of events has been updated to include an event previously reported in MFR report # 0001831750-2021-01220 following the completion of an investigation.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device is pending evaluation. 2 devices were functionally/visually inspected in the field. However, there was no product malfunction; the issue was the result of user error. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced insufficient fastener retention or the fastener unexpectedly disengaged. There was no patient involvement.